Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon. The customer reported a blood glucose value of 30 mg/dl. The customer reported the following led up to the event had no troubleshooting identified. The event involved product(s) mmt-1884, mmt-244a, mmt-332a. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instruction. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-244a. No product return is required for mmt-332a.

Event description:
Updated summary: customer reported having a low blood glucose value. Low was treated with glucose/carbohydrate intake (not glucagon). Customer declined troubleshooting. Pump was used within 48 hours of the low. Smartguard was used. Customer discontinued the pump. Pump returned under (B)(4).

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (replaced health effect - impact code 4644 with 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.